Manufacturer narrative:
Block h6: patient code e2006 captures the reportable event of mesh migration. Impact code f1905 captures the reportable event of the surgical revision/removal procedure.

Event description:
It was reported that due to a pinnacle pelvic floor repair kits implantation on (B)(6) 2010, the patient had injuries such as anterior and posterior vaginal prolapse and mesh migration and was required to undergo surgical revision and removal procedures. The patient is currently still receiving treatment.